Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer evaluated the instrument and confirmed that the blood sampling valve (bsv) was rotating properly, but the rinse block was sticking, causing the aspiration probe not to extend forward. The fse replaced the bsv resolving the issue. (B)(4).

Event description:
A beckman coulter field service engineer (fse) was servicing a coulter lh 500 hematology analyzer in a customer's facility, and identified the blood sampling valve (bsv) aspiration probe was not extending due to the rinse block sticking in the rinse position. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.